Event description:
No blood glucose levels reported. It was reported that the customer removed the sensor of the insulin pump but a piece of the sensor was missing. The customer reported that it is not known whether the sensor needle was fractured or was retracted but it does appear to be missing after removal from the body. The customer also reported that one of the sensos of the insulin pump had blood on the connector. No add'l info was provided.

Manufacturer narrative:
One opened and or used sensor inspected and it was noted the cannula was bent inside sensor base, it is unknown if customer received sensor in said conditions as customer returned the device used and or open.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.